Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited an unresponsive sleep/wake button for several minutes on multiple occasions, at times coinciding with active alarms that could not be viewed until the screen eventually activated or the device was placed on a charger; power-cycling temporarily restored function but the wake button issue recurred. Symptoms included no adverse clinical effects. Outcomes included no change in blood glucose management, no medical intervention, and no hospitalization. Investigation included troubleshooting with the user and replacement of the device for further evaluation. Investigation of this device was confirmed revealed a suspected user interface hardware malfunction related to the sleep/wake control, with the device otherwise operating as intended when awakened. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction of the user interface button.